Manufacturer narrative:
Eval result: mounting key tabs.

Event description:
It was reported by svc report that the foot end jack could not be fully pumped up and the side rail is not latching up correctly. No pt involvement or adverse consequences are reported.